Event description:
T wave oversensing noted on the nonsustained ventricular tachycardia (vt-ns) episodes. High right ventricular lead capture threshold. Unable to confirm ventricular capture on recorded episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).